Event description:
Futher follow-up information revealed during the procedure, both of the patient's leads were explanted and replaced.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
The patient has 2 leads from the same lot implanted as part of her scs system. It was reported the patient fell recently. After which, the patient noticed a change in her stimulation coverage. It was noted the patient is now unable to use the stimulation due to auto-reducing. Diagnostic testing revealed high impedance readings on multiple lead contacts. Reprogramming was unable to resolve the issue. The sjm representative advised the patient to turn stimulation off. Subsequently, the patient may undergo surgical intervention as the next course of action.

Manufacturer narrative:
Corrected data: please note the report forwarded to your office on 01/11/2016, reflected the incorrect aware date of 12/11/2015 reference MFR. Report#: 1627487-2015-23725-002. However, the correct aware date should be 01/06/2016, therefore, the report should not be considered as a late submission.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up information revealed the patient underwent surgical intervention where the patient's lead was explanted and replaced which resolved the reported issue.